Event description:
It was reported that the device had a long charge time and a charge circuit timeout. Subsequently, the patient presented to the clinic after hearing an audible alert tone. The device had reached end of service (eos) earlier than expected. A possible battery or component failure was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the charge circuit timeout alert. Based on the destructive analysis results, no internal short occurred in the battery. There was lithium severing (complete isolation of the lithium between segments) found in two turns. The reported charge time out was confirmed using the original device battery. When the battery was replaced with a donor battery of similar voltage, the device was able to successfully complete a full energy charge with nominal charge time. The device also functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. No hybrid anomalies were found. Analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.